Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the advanix biliary stent migrated and perforated the contralateral duodenal wall. The exact date that the perforation occurred is not known. However, it was reported that the perforation occurred sometime between (B)(6) 2015, when the stent was initially placed, and (B)(6) 2015, when a second ercp was performed to remove the stent which was found to have migrated and the perforation was found. On (B)(6) 2015, the patient required surgical intervention to remove the advanix biliary stent and over the scope clip (otsc) therapy was used to close the defect. It was reported on (B)(6) 2015, that the patient's condition was stable, but severely ill. Reportedly, due to the patient¿s underlying condition of progressive metastasized colorectal cancer, the patient does not want any further invasive procedures.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the advanix biliary stent migrated and perforated the contralateral duodenal wall. The exact date that the perforation occurred is not known. However, it was reported that the perforation occurred sometime between (B)(6) 2015, when the stent was initially placed, and (B)(6) 2015, when a second ercp was performed to remove the stent which was found to have migrated and the perforation was found. On (B)(6) 2015, the patient required surgical intervention to remove the advanix biliary stent and over the scope clip (otsc) therapy was used to close the defect. It was reported on (B)(6) 2015, that the patient's condition was stable, but severely ill. Reportedly, due to the patient's underlying condition of progressive metastasized colorectal cancer, the patient does not want any further invasive procedures. Additional information received on 15sep2015. On (B)(6) 2015, the patient underwent ercp for biliary drainage using a 10 fr. 12 cm stent. The physician assessed that the stent "seemed a bit too long", but it drained well, and was therefore accepted. On (B)(6) 2015, the patient "followed re-uptake" due to severe abdominal pain. Initially pancreatitis was suspected. However, following a computerized tomography (CT) scan, the patient experienced a fever. Therefore, the physician suspected a retroperitoneal perforation. On (B)(6) 2015, a new ercp procedure was performed, the migrated stent was removed, the defect closed with a clip and two new stents were placed. Postoperatively, the patient stayed a day in the intensive care unit (ICU) and "followed clinical recovery on the ward." Despite the interventions, the patient developed "a complicated course including pneumonia." The patient and family decided to not to have any further treatment and the patient died on (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding the patient's death and the relationship to the device have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.